Manufacturer narrative:
If implanted; give date: not applicable as the lens was inserted and removed. If explanted; give date: not applicable as the lens was inserted and removed. (B)(6). This report is being filed on an international device; tecnis optiblue 1-piece iol, model pcb00v that has a similar device, tecnis 1-piece iol model pcb00 which is distributed in the unites states under PMA p980040. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Event description:
It was reported that cracks were observed in (3) three places on the pcb00v tecnis monofocal iol (intraocular lens) after being implanted into the patient's eye. It was indicated that the iol was cut off and removed. There was no patient injury. No additional information was provided.

Manufacturer narrative:
This correction MDR is being submitted to address inaccurate information in section f on the xml version of the previous submission caused by a software glitch in the transmission process. The internal non-conformance numbers for this software issue are (B)(4) and CAPA-010215.

Manufacturer narrative:
Device available for evaluation? Yes. Returned to manufacturer on: 10/30/2018. Device returned to manufacturer? Yes. Device evaluation: the preloaded delivery system, model pcb00v, was returned at the manufacturing site for evaluation. The plunger was advanced and locked as product preparation required. There were no assembly issues identified. No damage on the cartridge was observed. There was no viscoelastic residue observed inside the cartridge. The intraocular lens (iol) was received out of the device and it was observed cut in (2) two pieces. Therefore, it was not possible to confirm the three cracks reported by the customer, because no cracks were observed in the two halves cut. Manufacturing record review: the manufacturing process record was evaluated and no deviation was found during process related to the complaint issue reported. There was no discrepancy found during the mrr (manufacturing record review). The product was manufactured and released according to specifications. The search revealed no other complaints for this production order has been received. Labeling review: the directions for use (dfu) was reviewed. The dfu adequately provides instructions and precautions for the proper use and handling of the product. Conclusion: as a result of the investigation there is no indication of a product quality deficiency and the reported issue could not be verified. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.